Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was adhered in the device. It is likely that reprocessing was not conducted properly due to leakage by connecting tube. Subsequently, the materials were not possibly eliminated. However, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope's air water tube, air water cylinder, and jet tube exhibited foreign material. There were no reports of patient involvement.